Event description:
It was reported that, prior to a robotic laparoscopic lower anterior resection procedure, while the patient was under anesthesia, the arm triggered an unrecoverable error. There was a delay of 20 minutes to the reported issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, prior to a robotic laparoscopic lower anterior resection procedure, while the patient was under anesthesia, the arm cart assembly triggered an unrecoverable error. There was a delay of twenty minutes to the reported issue. There was no patient injury.

Manufacturer narrative:
H2) correction: d10 h3) device evaluation: medtronic led an evaluation of the associated device logs for the reported arm cart assembly. Evaluation of the logs indicated that arm cart assembly 2 had potentiometer issues on robotic arm joint 2, triggering an error code for 'arm failure with possible motion - subsystem robotic assembly validation - redundant position sensing check'. This error code reports a system recoverable inoperable error and a subsystem non-recoverable inoperable error. The error code also triggers an alarm message stating, "danger: arm error. If instrument inserted, use mechanical releases to withdraw. If no instrument, unplug and replug arm.". The potentiometer brooming script should be run to resolve the issue. Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to potentiometer issues. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.